Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent laparoscopic abdominal vaginal delivery, bilateral salpingo-oophorectomy and monarc sling implant on (B)(6) 2014 by dr. (B)(6) due to fibroids. It was reported that patient underwent mesh revision on (B)(6) 2014 and (B)(6) 2015 by dr. (B)(6) and dr. (B)(6).